Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va02uvj, implanted: (B)(6) 2013, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Event description:
A healthcare provider via a manufacturer representative reported that a patient requested device removal in order to have another procedure completed. The patient was getting an injection for pain, so a healthcare provider wanted to have the device removed. The patient's indication for use of the device was noted to be urinary dysfunction and gastrointestinal/pelvic floor. During standard removal of a device, the physician was attempting to remove the tined lead and the sheath of the lead broke. The lead began to uncoil just below the incision site near the midline but was still intact. The physician was advised to dissect down along the lead in order to remove as much tissue from the lead as possible and to attempt to locate at least one of the times before applying any traction to the lead in an attempt to remove it. The physician dissected further, clamped the lead, and fluoroscopy was used to confirm the instrument was clamped onto the lead. Traction was applied and then the lead broke under pressure at a point just above the first proximal tine. The damage was at the distal electrodes in the tissue. Fluoroscopy was utilized in an attempt to locate and remove the portion of the lead. Attempts were made to remove the remnant of the lead but were unsuccessful and the issue was unresolved. The tip of the lead was broken off and remained in the patient. To the knowledge of a manufacturer representative, there was not a defect in the product.